Manufacturer narrative:
Age at time of event: 18 years of age or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-04971. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 10x4mm was located in the moderately to severely calcified right coronary artery with a 90 degree angle. There was a diffuse lesion was approximately 35mm in length. A 1.5mm unspecified balloon catheter was utilized, however the lesion could not be dilated. Following advancement of the extra support rotawire, a 1.75mm rotalink plus burr was utilized for ablation. Three ablation runs at 200,000 rpms were performed with the burr remaining on one position for an unspecified time. The extra support rotawire guide wire was noted to be detached. Attempts were made to retrieve the guide wire fragment with a non-bsc catheter and non-bsc snare, however only a portion of the fragment was removed. The physician utilized a 1.5mm rotalink burr and ivus and confirmed the fragment. The physician deployed a 38mm non-bsc stent to secure the guide wire fragment to the vessel wall. No further patient complications were reported, and patient status is reported as no issue.